Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.

Event description:
It was reported that during an implant procedure, high out of range shock impedance measurements were obtained with this right ventricular (rv) lead. Connections were tested several times, but the issue persisted. Given the longevity of the rv lead, the physician opted to surgically abandon it and replace it. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).